Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a dislodged instrument pin at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the jaws on the prograsp forceps instrument became unresponsive and the customer noticed the pivot pin in the instrument jaws was protruding from the hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue was confirmed to have occurred on march 27, 2026 during a robotic donor fascial sacrocolpopexy, posterior repair, & perineorrhaphy surgical procedure. No fragments fell into the patient as a result of the issue.